Event description:
Per the clinic, the patient experienced skin necrosis and wound dehiscence at the implant site, exposing the receiver/stimulator through the skin flap (specific date not reported). Subsequently, an infection developed at the implant site and the patient was treated with IV antibiotics (specific date and duration not reported). However, the issue did not resolve. The patient was placed under general anesthesia on (B)(6) 2021, and the device was explanted. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on january 05, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 04, 2022.